Event description:
This 70 year old patient was admitted to our facility on 5/31/92. Apermanent pacemaker was implanted on that date. Pt. Underwent a CABG on 6/2/92. Pacemaker did not function properly post-op. On 6/8/92 the patient arested. External battery unit was used, to keep pacemaker going. Pt. Expired on 6/8/92. We do not know if the pacemaker was faulty, as it was buried. With the patient. Pacemaker included medtronic ventrieular lead and medtronic arterial leaddevice labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. The device was destroyed/disposed of.